Event description:
It was reported the patient was experiencing low impedances from her peripherally placed scs lead. An sjm representative met with the patient and was able to program for effective coverage, but when the patient got up and began moving around she felt a shocking sensation. The shocking sensation could only be felt when system stimulation was on. Surgical intervention took place on (B)(6) 2015 at which time the patient's lead was explanted and replaced. Effective stimulation therapy was reportedly restored postoperative, and the patient's issues have resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.